Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/02/2017 with the following findings: a review of the black box showed no power on reset events. The battery cap was not returned. A test battery cap was able to fit to maintain the electrical connection. The pump booted up to the verify screen with the auditory and vibratory features. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with the test battery cap and no power on reset events were duplicated. The power complaint was unable to be confirmed or duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Moisture corrosion was found in the battery compartment. A leak test was performed and failed due to the battery compartment crack. The pump cover was removed to find no further moisture. No damage was found to the power circuit was found.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.